Event description:
The patient's pump was replaced on (B)(6) 2011 due to battery failure. After the pump change, the replacement pump was externalized on (B)(6) 2011 because of an e-coli, p. Aeroginosa, (B)(6). It was further noted that "this did not solve the infection"; and the patient's pump was explanted on (B)(6) 2011. The patient was being treated with morphine since (B)(6) 2006 and prialt since (B)(6) 2011. The patient was recovering. Additional information will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
Catheter model # 8731sc, lot # unknown, implanted on: unknown, explanted on: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient was treated with ertapenem for the infection (B)(6) 2011- (B)(6) 2012.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced swelling and cellulitis in the region of the scar. The patient was hospitalized. The severity was severe. Ceftazidime, tazocine and ciprofloxacine were administered to treat the infection. The complete system was explanted. It was indicated that it was not related to the study drug. The outcome was noted as resolved. It was noted there was 'good healing', 'minimal collection at former location' of the pump; no discharge; no local inflammatory signs. A new pump was implanted on (B)(6) 2012.